Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they went to their dentist who had to fix their front tooth that was chipped really bad from wearing the aligners. Now the aligners do not fit do to the dental work done.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.